Event description:
Reason(s) unknown. Bed was in "head tilted" right to left position. Pts head was lower than body. Unable to put pt in level or elevated position because the tilt became greater with head raised. Problem corrected by maint. Dept, 10/29/97. On 10/30/97 bed was again in tilted position. Maint. Was able to place head of bed 00 block of wood & realigo.